Manufacturer narrative:
Reporter phone number: (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-02689. Related manufacturer reference number: 1627487-2022-02813. It was reported that the patient experienced an infection at the ipg pocket. As such, the patient was hospitalized with IV antibiotics. The ipg and extensions were explanted to address the issue.

Manufacturer narrative:
Per the additional information received, the infection was at the ipg. There is no allegation against the extension. Hence, this device is no longer reportable.

Event description:
Additional information received indicates that the infection was only at the ipg site. The patient was discharged from the hospital and the infection has resolved.